Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, skin irritation on the back of the hand, finger, and the back of finger occurred. The pt had a 3.00x12 taxus express2 drug eluting stent deployed in the in stent restenosed mid left anterior descending (lad) artery. The pt visited a dermatologist and was diagnosed with a metal allergy. Six months prior to the taxus stent implant, a non-bsc stent was placed in the mid lad and the pt did not experience any skin irritation. The skin irritation was treated with steroids. Medications: panaldine, aspirin, crestor, amlodin, blopress, nitorol r, takepron, basen, amaryl, melbin, kinedak and onon. Pt status reported as "good without skin irritation".

Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The mfg records were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specs prior to shipment. The root cause will be documented as anticipated procedural complication because the reported event is a known potential adverse event of stent implantation noted within the directions for use.